Manufacturer narrative:
A device inspection was not possible since the affected device was not returned. The provided picture was reviewed: it corresponds to the implants sheet of the revision surgery, thus no additional details on the initial implants and/or the reported event was found. With the available evidence, no further evaluation is possible and the event cannot be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the correct lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the correct lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent a revision surgery. In an update, it was mentioned that the patient was unstable, leading the surgeon to change the implants to address the instability issues. Reunion implants were used to upsize the implants and wash out the patient during the surgery.

Event description:
The patient underwent a revision surgery. In an update, it was mentioned that the patient was unstable, leading the surgeon to change the implants to address the instability issues. Reunion implants were used to upsize the implants and wash out the patient during the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device was discarded by the hospital.